Event description:
It was reported that the device was failing to charge properly. There was no pt use associated with the reported event.

Manufacturer narrative:
Device data storage, including defibrillator calibration constants, are stored in a battery-backed ram chip, designator u28, on the main pcb assembly. Ic chip u28 contains a lithium energy cell battery that can maintain the device data for a minimum of 5 yrs continuous duty. A recent failure analysis has determined that a severely depleted energy cell can result in a failure of the defibrillator to charge completely and/or a failure to discharge. The customer states that he is awaiting parts to repair the device and will be replacing the u28 and the power conversion pcb to restore proper device operation. The device will not be returned to physio-control for further failure investigation.